Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to tubes not filling properly, as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had underfill. This occurred on 20 occasions during use. The following information was provided by the initial reporter: lab tests stores has had reports from 4 collection centers that sst tubes are not filling correctly 1-2 tubes per sp are affected.